Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this lead was explanted as it was dislodged. The physician directly dislodged this lead during cardiac surgery, while replacing the mitral valve. This lead was not replaced as patient no longer needed an atrial lead. This lead is expected to be returned. No additional adverse patient effects were reported.